Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked case at the display window corners, minor scratches on lcd window, scratched reservoir tube window, missing end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the bolus button on the insulin pump was unresponsive. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. The device is returning for analysis.